Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 50mm; cat# 542-11-50e; lot# 50779101; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# k40tvr; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# 675de9; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# n40ek8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It has been reported by the lawyer of the patient that the patient was operated to implant a prosthesis and patient suffered damage.